Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 probe from lot# f11718462d was received in good condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. Upon initialization, breast tissue was transported to the sample management cup. Using chicken breast as a medium, device obtained samples as designed. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster a root cause cannot be confirmed. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that no tissue sample acquired. Procedure was completed with another device.